Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a motor pic failed selftest error. Customer stated error occurred for second time. Customer stated they clear the alarm and finished the process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly. Device passed sleep current measurement, active current measurement and displacement test. No unexpected pump error 49/68 alarm noted during testing.